Event description:
The facility reports as caregivers were getting ready to place a pt in the lift, the lift kept coming down. The caregiver moved the lift away from the resident as it lowered all the way down, making a humming sound. The caregiver tried to raise the unit with the up button, but it would not raise. The unit was taken into the hall when the other caregiver noticed it was smoking and saw fire. The unit was taken outside. No injuries were noted.